Manufacturer narrative:
Product analysis summary of device returned: the device returned with a longitudinal crack evident on the front of the luer. A hairline crack was evident to the back of the luer. Negative prep testing confirmed leak in the luer. Inflation testing could not be performed due to the crack on the luer. The balloon folds were intact. Contrast was visible in the inflation lumen. No other damage was evident to the remainder of the device. Product image review: an image provided is of the luer of a device. It is not clear from the image to determine if there is a crack present on the luer. An image provided is of a non-medtronic inflation device kit. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure it was intended to use a sprinter legend rx ptca balloon catheter to predilate a lesion. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. An attempt was made to connect the luer of the sprinter legend to an inflation device with no difficulties noted. Negative prep was not performed. It was reported that when inflation was attempted, a contrast leak was noted at the hub. During analysis a longitudinal crack was identified on the front of the luer. A hairline crack was also evident on the back of the luer. It was reported that the crack was not noted prior to attaching the luer of the sprinter legend to the inflation device. The non-medtronic indeflator was detached and re-attached. Inflation was attempted again but had the same issue. It was reported the device did not enter the patient. Another medtronic balloon was used without issue.